Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the rear response button was defective. The root cause for the defective component cannot be positively identified. No adverse event resulted from the defective response button. The last pt to use this monitor did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the response buttons were not working. The last pt to use this monitor did not report any problem.